Event description:
It was reported during an atrial fibrillation (afib) procedure, there was a temperature spike on the stockert generator when ablating between the right superior and right inferior veins. After the temperature spike, the stockert generator shut off. The patient's blood pressure dropped and the heart rate became as a tachycardia. Fluoro confirmed that the heart boarder was not moving. An echo confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to observation in stable condition. Upon request, additional information was provided on the event. The event was potentially life threatening but was resolved. The left atrium was perforated, but it was treated. Just before the stockert generator was turned on, the physician was outside the map. Then the stockert generator was turned on and immediately the temperature limiter of 40 c was noted, which forced the stockert generator to turn off. At that point, the physician noticed on x-ray that the patient¿s heart border was not moving and proceeded to call echo to confirm the issue. The patient¿s left atrium was perforated causing blood inside the pericardial sack. After confirming the issue, the physician performed a pericardiocentesis which resolved the hemostasis. The patient was then transferred to the cardiac care unit for observation. The patient required hospitalization. After the procedure, the physician stated that he felt like he was in a pocket inside the left atrium. The next day the physician stated that the patient fully recovered from the event. The prognosis for the patient is unknown. There were no other factors that might have contributed to the event. The physician did not experience any difficulty in manipulating the catheter. .

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #:(B)(4). Ep - shuttle rf generator system - 100w: model #: 39d-76x, serial #: (B)(4). Coolflow pump: model #: unknown, serial #: unknown. Reprocessed stryker lasso catheter. Reprocessed st. Jude csl. St. Jude agilis medium curve sheath. (B)(4). The event was possibly procedure related. The patient is an alcoholic. Also noted was an impedance rise. During this procedure, all ablations previous to the event were titrated, but when the event occurred, the temperature spiked and the stockert generator turned off immediately. The patient received 50 -75 ablations before the event. The stockert generator was set to power control mode at 30. The temperature cut off setting was 40 c and the flow setting was 30 ml/min. The act maintained during the procedure was 250-300.

Manufacturer narrative:
(B)(4) it was reported during an atrial fibrillation (afib) procedure, there was a temperature spike on the stockert generator when ablating between the right superior and right inferior veins. After the temperature spike, the stockert generator shut off. The patient's blood pressure dropped and the heart rate became as a tachycardia. Fluoroscopy confirmed that the heart boarder was not moving. An echo confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to observation in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion and the temperature spike remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 16009202m. On the 3500a supplemental report sent on march 6, 2014, the device history record (DHR) was provided. (B)(4).